Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA-(B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 03/27/2014.